Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the supply line of a homechoice cassette disconnected from the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported there that the supply line of a homechoice cassette disconnected from the supply bag that led to this alarm.the patient did properly tightened the connection before the therapy started. Renal therapy services (rts) assisted the patient in removing the supplies and advised the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.